Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure required to replace this lead during initial implant. Summary of the investigation: with the available information, boston scientific concludes that this lead sustained damage as a result of difficulty encountered with attempts to remove it from the device header; the returned lead segments were confirmed to have damage consistent with difficulty removing them from the header of the associated device. Per product labeling, the potential for this lead to become stuck or frozen within the device header is a known inherent risk associated with use. Device technical analysis: this lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Two segments of the lead were returned for analysis; the terminal end was returned stuck within the device header. Visual inspection confirmed the lead had been severed and there was damage consistent with the use of explant tools. The lead segments were subjected to resistance testing and confirmed to be electrically continuous. Note that this lead was originally implanted in 2009. Previous experience has shown that the silicone surfaces of the lead and silicone sealing rings within the device header may become partially bonded over time, making lead removal difficult; this is noted within product labeling as a known inherent risk associated with use of this product. Based on the reported clinical observations and laboratory analysis findings, engineers determined that silicone-silicone bonding likely contributed to the terminal end of the lead becoming stuck within the device header, thereby preventing successful removal during the device changeout procedure.

Event description:
It was reported that difficulty was encountered when trying to remove this right ventricular (rv) defibrillation lead from the device header during a normal changeout procedure. After multiple unsuccessful attempts to remove the lead, a decision was made to surgically cap the lead. The patient's explanted device and two segments of the remaining portion of the lead (one of which was stuck in the device header) were returned to boston scientific for laboratory analysis. A new rv defibrillation lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure, this right ventricular (rv) lead was unable to disconnect with the device after multiple attempts. Subsequently, the lead was surgically capped and abandoned. Another lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Summary of the investigation: with the available information, bsc concludes that the segmented lead was confirmed to have damage consistent with difficulty removing the terminal end from the header of the associated device. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a normal device changeout procedure, this right ventricular (rv) lead was unable to disconnect with the device after multiple attempts. Subsequently, the lead was surgically capped and abandoned. Another lead was successfully replaced. No adverse patient effects were reported.